Manufacturer narrative:
Device history review was performed and found to be complete. The product passed all quality control tests prior to its distribution. The leadless pacemaker was returned for the reported event of stretched helix. Visual inspection found the helix was stretched consistent with procedural damage. Longevity assessment showed the device was operating normally. Further analysis performed found no anomalies. The reported event of stretched helix was confirmed and attributed to procedural damage.

Event description:
Related manufacture reference number: 2017865-2023-37144. Related manufacture reference number: 2017865-2023-37145. It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the helix of the leadless pacemaker was stretched. After the leadless pacemaker and delivery catheter were retracted from the patient body, it noted that the helix stretched because the delivery catheter was bent when the protective sleeve was put on. The initial leadless pacemaker was not used and a second leadless pacemaker was attempted to be installed with the same delivery catheter. It was then noted that the second leadless pacemaker failed to separate from the delivery catheter. Post retrieval, it was noted that the tip of the catheter was fragmented. The procedure was completed with a third leadless pacemaker on (B)(6) 2023. There were no patient consequences.